Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the aorto-iliac occlusion (completely thrombosed) event is confirmed. The event is most likely related to a pre-existing patient condition (methylenetetrahydrofolate reductase) which likely resulted in the pre index procedure left common iliac occlusion as well as the post-operative aorto-iliac occlusion. The procedure related harms identified were an additional surgical procedure (aorto-fem bypass with thrombectomy), post-operative renal failure and a prolonged procedure. Clinical assessment determined that the left common iliac artery was occluded prior to the index procedure (off label iliac anatomy), and there was no abdominal aortic aneurysm (aaa) (off-label) condition. The final patient status was discharge on the eleventh (11) post-operative day stable to a rehabilitation facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result remove code 3233. H6: conclusion remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated device, one (1) afx suprarenal, and one (1) ovation ix extender; this initial procedure is off-label due to noncompatible use of ovation with afx devices. Approximately nine (9) months post initial procedure, the patient presented emergently with acute thrombosis and poor outflow. The physician elected to treat the patient by implanting three (3) additional ovation ix extender devices and ballooning on (B)(6) 2020. The patient is reportedly doing well. As of date, there have been no additional patient sequelae reported.